Manufacturer narrative:
The investigation into the access site bleeding - major has been completed since the original report was filed. Based on the clinical account, oozing occurred around the gwru in the intensive care unit. All best practices were reported to be followed. Based on this, the cause of the bleeding is likely lack of vessel recoil, as the patient's vessel likely failed to recoil from 14fr to 9fr when the gwru was inserted, despite best practices.

Event description:
The user facility reported a 61-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant reported that after the patient was taken to the intensive care unit (ICU) the patient became hypertensive and oozing around the sheath started. The sheath was advanced and systemic heparin was stopped. Manual pressure was held for 30 minutes. The bleeding did not slow down, and the patient was taken back to the catheterization lab where the impella was weaned and successfully explanted. The patient returned to ICU in good and stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿